Event description:
It was reported that during a thyroidectomy procedure, an hour and a half post operatively, the patient came back to the or with bleeding. The patient lost 300 ccs of blood. Unknown if the patient required any blood products. The surgeon had to reoperate and found the left superior thyroid artery, that was ligated with our device, was bleeding. The surgeon, before closing, inspected the area and everything looked good before finishing the first procedure. The patient did have high pressures. The surgeon suture ligated the vessel and the patient is fine at this point.

Manufacturer narrative:
D4; h4, 6: information not available, device not returned for analysis.